Event description:
It was reported that 3-4 days prior to the report, the patient¿s implantable neurostimulator (ins) was charged 3/4 full. The patient¿s family member walked across their living room and handed the patient the channel changer and gave the patient a shock. It was reported that the patient immediately felt the stimulation turn off. The patient tried to use their programmer, but it wouldn¿t connect. It was reported that the patient took their recharger and found the ins battery had no charge at all and they had to recharge before they could turn stimulation back on. It was noted that the patient had already recharged and would call if it happened again. The patient was redirected to their health care provider (hcp). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).